Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided caller through the process, resulting in successful sensor session initiation without further errors.